Event description:
The customer reported a leak of approximately 15ml in volume below the left front side of the lh500 instrument. The leak was contained within the instrument and there was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He found a leak at lv43. The fse replaced the tubing at vl43 resolving the leak. Upon recur, a failure at vl43 could cause erroneous results for all parameters as critical components can be impacted depending on the severity of the leak. (B)(4).